Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A f/u report will be sent when device analysis is complete.

Event description:
The device was explanted and returned to the MFR with no info. The implant duration and reason for removal are unk. Additional info has been requested from the hcp but was not available on the date of this report.